Event description:
It was reported that during a stenting treatment procedure thrombosis and stent dislodgement occurred. The patient presented with an acute myocardial infarction (mi). The concentric and de novo target lesion being treated was located in the non tortuous and moderately calcified left anterior descending (lad) artery. The lesion was predilated with a 2.50x15 mm maverick balloon catheter. An unspecified stent was deployed in the artery that was suspected to have been the region of the mi. A 3.50x16 mm taxus liberte stent delivery system (sds) was then advanced to the lad and was met with some resistance. The taxus liberte sds was removed and upon removal it was noted that the stent was no longer on the sds and it had dislodged inside of the patient. A thrombosis had begun to form in the lad. Another taxus liberte stent was advanced and used to crush the dislodged stent against the vessel wall. Additional patient complications were not reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, thrombosis and stent dislodgement occurred. The patient presented with an acute myocardial infarction (mi). The concentric and de novo target lesion being treated was located in the non tortuous and moderately calcified left anterior descending (lad) artery. The lesion was predilated with a 2.50x15mm maverick balloon catheter. An unspecified stent was deployed in the artery that was suspected to have been the region of the mi. A 3.50x16mm taxus liberte stent delivery system (sds) was then advanced to the lad and was met with some resistance. The taxus liberte sds was removed and upon removal it was noted that the stent was no longer on the sds and it had dislodged inside of the patient. A thrombosis had begun to form in the lad. Another taxus liberte stent was advanced and used to crush the dislodged stent against the vessel wall. Additional patient complications were not reported and the patient's status is stable.

Manufacturer narrative:
Device lot number, device manufactured date updated. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: patient is under 18 years old. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).